Manufacturer narrative:
Implant date: (B)(6) 2019 (exact implant date is unknown).

Event description:
A report was received that the patient experienced high impedance on several lead contacts. The patient also experienced inadequate stimulation and a high charging time. The patient underwent a revision procedure to replace the lead. The patient was doing well postoperatively and no longer experiences a high charging time. The explanted lead will not be returned to bsn for analysis as it was discarded by the facility.